Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the procedure the anchor dropped the screws, this due to wear. Additionally , before starting a crooked needle is found.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the products were not returned to j&j medtech orthopaedics, however two (2) photos were provided for review. The first photo shows a long, small diameter k-wire laying on a piece of paper that looks like a packing list. There is a small curvature noted over the length of the wire. The second photo shows the same wire with a short screwdriver shaft placed next to it. No issues were noted with the screwdriver shaft. The photos did not show the reported holding sleeve. As the devices were not returned, an as-received condition could not be assessed and a dimensional inspection could not be performed. The overall complaint was confirmed as the observed condition of the k-wire, 292.120.01, was found to be slightly curved matching the reported condition. Based on the investigation findings, the most likely potential cause is traced to shipping and/or handling of the k-wire and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part: 292.120.01-15 lot: 55600p7 manufacturing site: balsthal release to warehouse: 20-feb-2025 a DHR evaluation was performed for the finished device article # 292.120.01-15 lot # 55600p7, and no non-conformances were identified.